Event description:
The medical transportation department was notified by a hospital that on two different occasions, the IV locks that our ambulance paramedics inserted had ruptured during use. Both times, the patients were in CT and the technicians were going to administer IV contrast dye (one patient = fluid at 4 ml a second; second patient = fluid at 2 ml a second), and both times, the IV locks failed when placed under pressure from a CT pump. It was noted that the damage to the lock occurred in the same place on both of the locks. The two IV locks were on two different patients, established on 911 calls by two different crew members in two different rigs, on two different calls. There was no harm nor injury to either of the patients. It was noted that the product was not stored in temperatures outside of the product guidelines to the best of our knowledge. In review of product history at our facility, no other complaints regarding this product have been recorded in our electronic event reporting system. We also followed up with the manager at our CT department and they have not experienced any problems with this particular extension set. The other facility that reported on these two events to our facility indicated that their action plan is that "they will remove our IV locks if they are going to push dye through them until something can be figured out."